Event description:
N/a

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/28/2025. An investigation was conducted on 04/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000460698 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone peeled away from the jaw. Power setting at 3 no added incisions or time. Opened new kit to finish case. No patient harm. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. Heating element was fine; one jaw had silicone peel away from tip to about half way down the length of it.